Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2015, due to experiencing vertigo and vomiting.